Event description:
The customer reported via phone call experiencing high blood glucose levels and requested assistance with the prime process. The customer's blood glucose was 538 mg/dl. The customer stated that she had forgotten how to do the reservoir set change. She was assisted with priming. She noted that she had a bladder infection and was taking care of her husband, leading to the high blood glucose. She changed the set due to the high blood glucose. She noted that she had had surgery and had a hard time with getting the set into her body. She also observed that there was one mark left on the battery life indicator. She was advised on recommended insertion sites and battery, as well as backlight, use.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.